Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the instability during valve placement, caused the valve to dislodge. Specifically, the left side became shallow during deployment from node 3 at the point of no recapture (ponr). The valve did not get caught on the annulus, but the valve was too shallow and subsequently dislodged. The cause of the dislodge was due to the horizontal aorta, and in result, the guidewire and catheters were closer to the greater curvature of the aorta. Due to the ncc-rcc fusion, the valve approached the lesser curvature side near the annulus and could not be maintained coaxially because the valve was deep on the ncc and shallow on the lcc. In order to improve the guidewire and catheter position, the left ventricle guidewire was firmly placed in the apex, but the patient's left ventricle was small so the placement of the guidewire was unsuccessful. The valve was recaptured because the left side was extremely shallow during deployment.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {evolutfx-26}; product lot/serial number { (B)(6) }; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}; product ID: {l-evolutfx-2329}; product lot/serial number { (B)(6) }; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a congenital type 1 bicuspid aortic valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc), an immature rcc, and calcification was observed at the raphe between the ncc and rcc. The physician had expected it would be difficult for the non-medtronic guidewire to advance due to the patient's horizontal aorta at approximately 60 degree angle, and due to the ncc-rcc fusion. Following insertion of the guidewire, the guidewire did not "settle well" in the apex. Upon the first deployment attempt, the guidewire pulled back causing "instability" in the placement of the valve. Subsequently, the non-medtronic guidewire was withdrawn from the patient and a new non-medtronic guidewire was inserted. Upon the second deployment attempt, the patient was semi-rapidly paced and quick deployment up to 80% deployment was performed to stabilize the placement of the valve; however, the recapture limit was exceeded during the attempted implant, and the valve was subsequently withdrawn from the patient. A new valve, new delivery catheter system (dcs), and a new compression loading system (cls) were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. The deployment starting point was initially above the bottom of the pigtail catheter, but it did not touch the lcc, so it was decided to start deployment at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth on the ncc was 5 mm, and the implant depth on the lcc was 0-1 mm. The valve subsequently dislodged in the aortic direction.